Manufacturer narrative:
(B)(4). The analysis found that one sc60 device was received with the handles open and without cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all staples as intended. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired. Changed another one to complete the procedure. There were no adverse consequences for the patient.